Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. This device is preamendment; therefore, it does not contain a us 510k number.

Event description:
A customer reported to baxter corporate product surveillance (cps) an unknown amount of 1000ml evacuated containers in which particulate matter was observed after filling. After the evacuated containers were filled with an unknown amount of unknown medications, the pharmacist noticed 1/4 to 1/2 inch translucent "lint" like particles in the solution. The pharmacist could not provide the specific medications used because she has found the same particulate matter consistently across all medications when compounded in the evacuated containers. She clarified that the facility will draw saline solution from bags using an unknown needle. She stated that they have observed the that the plastic that is opposite of the needle is frayed occasionally. She also stated her managers have informed her that in their growmed department (a department where they test technicians to see if they are mixing correctly) the same particulate matter has been observed in bags. The evacuated containers are used for administration purposes by the facility, and are preferred over the bags for larger volumes due to ease of use. There were no reports of patient involvement, patient injury, medical intervention or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. Visual inspection was performed on the unit using a black/white inspection booth. A minimal amount of solution was in the bottle and no particulate matter was found. Therefore, the reported condition was confirmed. An assignable root cause was not determined.

Manufacturer narrative:
(B)(4). One sample was returned for evaluation. However, the customer reported condition could not be confirmed during product evaluation, nor could the cause be identified.